Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device me5019 number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a robotic inguinal hernia procedure on an unknown date in 2019 and barbed suture was used. The needle popped off the suture during closure of the peritoneum. The needle was retrieved from the patient. The case was completed with another like device. There were no adverse patient consequences reported.